Event description:
The customer received a blood glucose reading of 204mg/dl on the contour next link, re-tested on a different meter and the reading was 70mg/dl. On a separate occasion she received a blood glucose reading of 123mg/dl on the contour next link, retested on the other meter and the reading was 71mg/dl. The differences between the readings fall in the "d" and "c" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to her.